Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. Although the visual symptoms could not be confirmed in this case, visual disorders symptoms are also rare but largely documented in the literature. They are typically linked to an intra-arterial injection of filler, which can result in an embolisation of the opthalmic artery. They may also be unrelated to the use of dermal filler product. If treated with appropriate medical treatment, symptoms can be fully resolved without sequelae. Additionally, the risk of such adverse event is also mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in italy. According to the information received on (B)(6) 2022, a patient was injected on (B)(6) 2022 with 0.2 ml of teosyal rha 2 (tp30l-221118b0) in glabella. Soon after the injection (the same day) the injector suspected a skin ischemia after observing a persistant point-like whitening. As corrective treatment, on (B)(6) 2022, the patient received 2 times 900 u.I. Of hyaluronidase at 1 hour interval. In addition to this, the injector also prescribe the following medication: non steroidal anti inflammatory (aspirin) 325 mg tablets, 1 tablet every 12 hours corticosteroid (prednisone) 25 mg, , 1 tablet every 24 hours for 3 days proton-pump inhibitor (pantoprazole) 20 mg tablets, 1 tablet every 12 hours on (B)(6) 2022, we were informed that the patient was fine.